Event description:
Boston scientific crm received information that this lead oversensed noise resulting in pacing inhibition. The duration of the pacing inhibition was unknown.

Manufacturer narrative:
Attempts to recreate the noise with isometrics and pocket manipulation were unsuccessful. The physician elected to monitor the situation. No programming changes were made. No adverse patient effects were reported.